Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
(B) (4) rec'd info that this pt is a diabetic and developed a cellulitis. Extremity thrombus was ruled out and the infection was only superficial. The pt was treated with IV vancomycin. The pt remained in the hospital for four days and was seen as an outpatient on the seventh day. The pt was instructed to continue the antibiotics at home and will be scheduled for follow-up at a later date. The suspected cause of this issue was listed as pt condition. The available info suggests that this pt's device and lead sys remains in-service.